Event description:
Dealer stated that a xpo100 portable concentrator is shutting down. It is unknown if the product alarmed, as designed, prior to shutdown to alert the user to switch to an alternate source of oxygen and to seek repairs.